Manufacturer narrative:
Further info from the reporter regarding event and product details has been requested. No additional info is available at this time. The events of "fluid build up" is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device remains implanted and will not be returned. Therefore, no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Manufacturer narrative:
The reporter declined to provide allergan further information regarding product details. The event of inflammation is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of inflammation as follows "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional provided additional information regarding this event. The patient did not have breast implants as had been previously reported. Physician reported the right breast "became red, inflamed (and) aspirated 20ml clear red serous fluid" beginning (B)(6) 2015. The symptoms resolved by (B)(6) 2015, and the device remains implanted.

Event description:
Health care professional reported implantation of seri surgical scaffold on (B)(6) 2015 alongside a concomitant breast implant supporting revision to right side breast augmentation. On or about (B)(6) 2015, the pt presented with "fluid build up" on the right side. The fluid was aspirated. The device remains implanted, and no further treatment was planned.